Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted an infusion set where sufficient subcutaneous tissue was not present on (B)(6) 2026 which led to bent cannula. The blood glucose level was high and was treated with pump.